Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had high thresholds. The threshold trend indicated that the thresholds began to rise just over a year ago. The patient will follow up with the electrophysiologist and a chest x-ray was ordered. The lead remains in use. No patient complications have been reported as a result of this event.